Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015 device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was duplicated. The pump powered on to the verify screen with the auditory and vibratory features. The keypad cover was torn near the ¿up¿ arrow button. When the ¿up¿ arrow button was pressed, the screen continued to scroll. The remaining testing could not be completed due to the scrolling screen. Removal of the keypad cover found an inverted ¿up¿ arrow button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the 'up' arrow button. Reportedly, there was no evidence of moisture corrosion in the pump and the reporter did not notice any delivery issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.